Event description:
Reference number: (B)(4). Event occurred in the unites states. It was reported that the patient faced infusion set fell off during use event on (B)(6) 2026. The infusion set was in use for less than three hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.